Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The event description revealed the t2 end cap to be the primary product. The end cap itself and the lot code were not provided; therefore an inspection and a review of the DHR were not possible. The case was evaluated by an r&d product specialist: ¿[¿] firstly, the seating of end caps is a known complication we plan to improve during the next generation project, secondly, in the mean time you can try the following: make sure the end cap is axially aligned with the nail end (x-ray if necessary), first turn counterclockwise, this sometimes helps to align and engage the threads; you can also hear it click [¿].¿ therefore the case is attributed to a mix of user error (misalignment) and an inadequate design. No non-conformity identified; no actions are in place. Device not returned.

Event description:
A problem was reported concerning the t2 femur endcap. It was stated that all of the surgeons experience problems with a bad fit or not being able to screw the endcap in properly.

Event description:
A problem was reported concerning the t2 femur endcap. It was stated that all of the surgeons experience problems with a bad fit or not being able to screw the endcap in properly.